Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿an incision was made into the right inguinal region and carried through the external inguinal ring. The hernia sac was dissected out. A perfix plug was placed into the defect and closed with sutures.¿ on (B)(6) 2016 ¿ patient was diagnosed with bilateral inguinal hernias, umbilical hernia, adhesion, pain, thereby underwent laparoscopic repair with implant of 3dmax mesh (device 2 ¿ right and device 3 ¿ left). Per operative notes, ¿an incision was made into the umbilical region. The umbilical hernia sac was dissected out. The defect was closed with sutures primarily. An incision was made into the inguinal region. Both hernia sacs were dissected out. There were dense adhesions into the abdomen, which were taken down entirely. Two 3dmax mesh (device 2 ¿ right and device 3 ¿ left) was placed into the inguinal region and the defect was closed with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no.), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.